Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital with diaphragmatic stimulation. Upon interrogation, the left ventricular lead exhibited loss of capture and was found to be dislodged. It was noted that the patient exhibited twiddler's syndrome. The lead was explanted and replaced. The patient tolerated the procedure well.